Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during a cataract extraction with intraocular lens (iol) implant procedure, the surgeon noticed a mark on the periphery of the lens post injecting lens into the eye. The surgeon decided not to explant the iol as the scratch was not on the visual axis or lens transition elements. Additional information has been requested.

Event description:
Additional information was received from the initial reporter, who reported that there was no patient impact.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A photo of the lens in the eye was provided. There appears to be a scratch/mark on edge of the optic. Associated products were not provided. It is unknown if qualified products were used. Based on our observation of the attached photos, there appears to be a scratch/mark on the optic edge of the lens. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).